Event description:
The catheter was placed in the patient's hand in pre-operation. It was discovered broken when the nurse went to remove it in post-operation. The nurse removed the catheter piece with a hemostat and no complications were noted. The patient went home shortly after.

Manufacturer narrative:
The hospital will not release the sample for the investigation. Upon completion of the no sample investigation, a supplemental report will be submitted. Date submitted: 04 december 2007.